Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 27-mar-2023. The device evaluation was completed on 30-mar-2023. It was reported that a patient underwent a supraventricular tachycardia (svt) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. Device investigation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. The brim cap, hemostatic valve, and silicone ring, were placed in its original place. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. No issues were identified with the device. A device history review (DHR) was performed for the finished device 50000236 number, and no internal actions related to the complaint were found during the review. . The issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Biosense webster¿s quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees, that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported, that a patient underwent a supraventricular tachycardia (svt) cardiac ablation procedure, with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. A brim cap detached issue occurred. It was reported by the biosense webster inc. (Bwi) representative, that during the case, the hemostatic valve on the vizigo¿ sheath stopped working. There was leakage. The brim cap/hub became detached from the sheath. The approximate volume of blood that was lost was less than 10cc. To troubleshoot, the physician tried to remove some blood on his own to clear the valve with no resolution. They attempted to reseat the valve with no resolution. Upon replacing the vizigo¿ sheath, the issue was resolved, and the procedure continued. No adverse patient consequence was reported. The brim cap detached issue is MDR reportable to the FDA.